Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the circumflex (cx). The reference vessel diameter was 3mm and lesion length was 20mm. Pre-procedure was 95% stenosis and post-procedure was 0% stenosis. Direct stenting was not attempted. A 3.0x20mm liberte stent was implanted. The procedure was a technical success. Due to a dissection an additional liberte stent was implanted. The patient was discharged 4 days post index procedure without angina complaints or silent ischemia. Discharge medication included aspirin 100mg daily/indefinitely and clopidogrel 75mg daily for 1 month.